Event description:
Customer reported that he applied a blood sample to his meter, but did not receive a reading. He also reported feeling "dizzy, cold, disoriented, had diarrhea and his head was popping/splitting open". His manager called an ambulance and he was taken to a "preliminary" hospital where his blood sugar was reported to be 317. He did receive medication, but he was too "disoriented and confused to know what it was". He also reports taking his own "diabetic medication". He then went to his doctor's office, where his reported blood sugar was 108. While at his doctor's office, he was given diabetic education. Additionally, customer reported another medical event which occurred in 2007, in which he reportedly lost consciousness. There is no further information regarding this event. There was no death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.